Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for further analysis and further information will follow once the analysis has been completed. See scanned pages.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 434mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every four days. Advised the customer to change the infusion set every two to three days. Reviewed the basals, bolus history, and daily totals on the insulin pump. Ran a fixed prime test and the device passed the test. Performed a high pressure test and the insulin pump failed the test. No further information was provided.